Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during fill one of four of peritoneal dialysis therapy. Renal therapy services assisted the patient to end the therapy session and stat over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.